Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon tried to fire the device but he could not fire. The black pusher thumb piece could not be moved at all. The nurse changed it with another new one and it worked well.